Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer reservoir would pop out at the back of the insulin pump and would not load. Customer¿s blood glucose was unknown at the time of incident. Customer also reported that the insulin pump down button was hard to press. No troubleshooting was performed. Insulin pump is not expected to return for analysis.